Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll field representative evaluated the device onsite. The zoll representative indicated that the customer's report could not be replicated or confirmed. The device was put through extensive testing and found it to be within specification. The device was tested using simulated shockable and non-shockable rhythms and delivered appropriate analysis results. All delivered energy levels were within tolerance. The device was recertified for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a pt the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. However a "dnr" document was presented by the family and treatment was terminated. Complainant did not indicate that there was any adverse effect to the pt.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.